Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed indicated that this occurred at 12:30am on (B)(6) 2020 at bed h913. The biomed stated they saw the dropping saturation, but no alarm was generated. Logs from the philips information center ix (pic ix) were obtained from the biomed, and were sent to a philips clinical specialist (cs) for review. The cs reviewed the alarm log data, and found the spo2 alarms on the mp50 (bedside monitor) were turned off at the pic ix at 0:41 on (B)(6) 2020. The spo2 alarms were turned back on at 3:18 on (B)(6) 2020; this request was also made at the pic ix. There was no product malfunction; this is considered a user issue, as the alarms had been turned off, during the time of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the system did not alarm; on (B)(6) 2020, the patient's spo2 dropped in the 70's for several minutes without any spo2 desat alarms. The patient had desat episode that required high flow oxygen therapy.